Manufacturer narrative:
This supplemental report is being submitted to provide the additional information provided by the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) for the finished product and no deviations or non-conformances were noted in the documentation or the processes. A root cause analysis was not performed by the OEM for this ez dilate balloon dilator as the device was not returned for evaluation.

Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon return of the device, an evaluation will be performed, and a supplemental report will be submitted.

Event description:
The service center received a report of an ezdilate balloon, model bd-400p-2080, lot number 518099n, that ruptured during a procedure. The ez dilate balloon and dilator were both inspected prior to the procedure and no anomalies were observed. The physician used the ezdilate balloon in a diagnostic esophagogastroduodenoscopy (egd), when towards the end of the procedure, the balloon had burst. The physician was able to retrieve the balloon from the patient. The physician completed the procedure with a new balloon and the same dilator. It was reported there was no delay in the procedure and there was no patient injury. It was reported, that during the procedure the ez dilate balloon was not lubricated, not tied into a knot and a string was not used to tie off the end of the balloon. The balloon was not inflated 20mm or more. Fluoroscopy/x-ray was not used during the procedure. Upon completion of the procedure, the balloon was observed to be torn/popped. The connector tubing was inspected and it was completely free of air. The dilator was not tested with a test balloon.